Event description:
The patient used the suspect device to check their blood glucose and obtained a result of lo. Pt felt dizzy and called the paramedics. Pt was taken to the hospital and their glucose was 228 mg/dl. Pt was admitted overnight and treated with insulin. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.